Event description:
It was observed that during the device evaluation, the air/water cylinder and tube of the videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water cylinder and tube of the videoscope had foreign material. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The most probable cause is traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Corrected fields: a2, h3 "blank" now "yes". Updated fields: g1, h2, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.